Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a y-type blood solution set overinfused. During a blood transfusion, the y set was attached to a bag of blood and to a bag of 0.9% sodium chloride. The saline bag was clamped; however, the clamp did not fully close. Due to this the patient inadvertently received the 0.9% sodium chloride. Nursing staff needed to use an external clamp to shut off the infusion of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.